Manufacturer narrative:
(B)(4). The device was returned (B)(6) 2016. (B)(6). (B)(4).

Event description:
According to the reporter, the surgeon fired stapler, removed it from patient and got two intact donuts. However, when he testes anastomosis there was an air leak that he had to oversew. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovering.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscope examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the damaged knife. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the investigation summary amended as appropriate.